Event description:
A respironics bipap vision ventilator had fluid spilled onto its top cover from a leaking IV bag. The unit immediately alarmed and became inoperable. The pt was placed on a 100% non-rebreathing circuit and the ventilator was removed and there was no injury. This incident was almost identical to one that occurred approximately 2 months ago in which a fire ensued. The difference was that the unit was unplugged quickly enough to prevent damaging the power supply and possibly starting a fire. The power supply board had the same pattern of salt deposits as in the previous incident. Apparently no components were permanently damaged, but the ventilator will need cleaning of the circuit board before returning to svc.